Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4). It was reported that repeated travel coarse errors occurred. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and presented with chipped top case corners, cracked right plunger case. Plunger head rotates loosely. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Impact broke the carriage and plunger tube. Replaced carriage and plunger tube. Also replaced lead screw, clutch spring and both clutch halves as a preventative measure. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.